Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pictures. Visual examination of the provided photo identified the plunger of the glenoid sizer handle is fractured. Device is used for treatment. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenoid sizer handle broke during the procedure. No adverse event has been reported as a result of the malfunction.